Manufacturer narrative:
The device was received fully deployed. Investigation found a tear on the exposed portion of the soft cannula. Fluid was observed leaking through the external tear, which diverted the intended path of the fluid. No timeouts or drive stalls were observed in the downloaded data that could indicate the device struggled to deliver insulin. The drive mechanism was inspected and found the commutator cap damaged. Since the data does not contain any abnormalities, the damaged commutator cap did not affect the functionality of the device. No other damages or defects were found with the device that could affect insulin delivery. Although damage was found on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the arm between 24 and 36 hours. A new pod was applied as treatment.